Manufacturer narrative:
Failure analysis confirmed button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic assembly.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 187 mg/dl at the time of incident. The customer's mother stated the insulin pump was exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.